Event description:
It was reported that during a post-implant follow-up of an asymptomatic patient, a rise in right ventricular capture threshold was observed. A chest x-ray revealed that a perforation had occurred. The lead was explanted and replaced. Following the procedure, the patient was noted to be in good condition.

Manufacturer narrative:
.